Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown; subsequently a malfunction occurred. Customer's blood glucose (bg) level was in the 600 mg/dl range; cause was unknown. A manual injection was administered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.